Manufacturer narrative:
Analysis found that emitter placement caused this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was having trouble recognizing axiem instruments. There was no patient present at the time of the event.